Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to observations of high out of range pace impedance measurements greater than 2000 ohms. No additional adverse patient effects were reported.